Event description:
A 42 yr old white female gravida 0 status post female bilateral sublandular salines implants in 1987. Complained of left being smaller. Denies decrease in size, but more droopy. Denies change in texture or history of trauma. Developed severe pain left greater right. Arthralgias (positive am stiffness)/myalgias, paresthesias/dypesthesias, fatigue, spasms, sleep disturbance, hot flashes/sweats, headaches, dizzyness, memory problems, shortnes of breathe, weight fluctuations, nausea, & easy bruising. Otherwise healthy. Bilateral ruptured breast implants.